Event description:
It was reported that the height adjustment knob did not thread correctly and would not stay in place and lock height. It was noticed not during surgery. There was no delay of surgery, no issue to patient, no issue to surgeon. Replacement is needed. The customer reported that they would return the broken piece when able.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d9. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: it was reported that the height adjustment knob did not thread correctly and would not stay in place and lock height. It was noticed not during surgery. There was no delay of surgery, no issue to patient, no issue to surgeon. Replacement is needed. The customer reported that they would return the broken piece when able. The product was returned to j&j medtech orthopaedics for evaluation. Visual analysis of the returned device revealed that the attune em tibial prox uprod had signs of repeated and normal use. No damage that could contribute to the reported event was found. A functional test was performed and it was noted that the knob was able to rotate fully as intended. Additionally, the triggers from the distal section and the degree adjustments could be pressed and moved without any difficulties. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was not confirmed as the observed condition of the attune em tibial prox uprod would not have contributed to the complained issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. H11 additional narrative: corrected: h3.